Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an endoscopic ultrasound-guided biopsy, the subject device was used. It was reported that the syringe was broken while the physician turned the stopcock of the syringe and pulled the plunger. As a result of confirming the photograph of the subject device, the aspiration port was detached from the subject device. Because of that, the needle of the subject device could not be retracted into the sheath. The physician was retrieved the subject device from the patient together with the endoscope. The biopsy was completed by inserting the stylet into the needle. The procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The connecting part of the syringe was attached to the aspiration port of the subject device. There was no abnormality in the appearance of the stopcock and the operation of the handle. The aspiration port was detached from the needle slider. There was no abnormality of the bonding condition for the aspiration port. There was no abnormality in the connecting part of the syringe. We could not confirm the event because the needle of the subject device could be extended from the sheath and retracted into the sheath. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc assumed that the detachment of the aspiration port occurred because the aspiration port was subjected to excessive tightening load or some external load when syringe was connected to the port. The exact cause for the retraction failure of the needle could not be conclusively determined. The instruction manual of the device has already warned as follows; if the insertion portion has any malformations like kinks, bends or cracks, do not use the instrument. Otherwise, unexpected perforation, bleeding or membrane damage may occur.